Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated patient tested 5.5 inr on the coaguchek xs plus system while a comparison lab returned as 3.6 inr. No treatment required. No adverse event reported. Requested return of suspect strips and replacement was sent.